Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The sheath was prepared for leak testing by purging out the air in the sheath with deionized water. A leak from the handle was observed. The sheath's handle cap and valve cap were removed to examine the flush lumen and the hemostatic valves under the microscope. A tear was found on the flush lumen luer where the adhesive filet bonds the lumen to the valve hub. The sheath was pressurized with water and leakage was observed from this opening. Additionally, the external and internal hemostatic valves also had tears by the center slit which can compromise the valves' ability to seal pressure and fluid within the sheath. These findings indicated the potential source of leakage and air ingress.

Event description:
During an ablation procedure, a faradrive steerable sheath clear was selected for use. After insertion, during vacuum, the sheath presented with air bubbles (60ml was excluded by the sheath). Air was aspirated. The sheath was replaced, and the procedure was completed successfully without patient complications. The device has been returned for analysis.

Event description:
During an ablation procedure, a faradrive steerable sheath clear was selected for use. After insertion, during vacuum, the sheath presented with air bubbles (60ml was excluded by the sheath). Air was aspirated. The sheath was replaced, and the procedure was completed successfully without patient complications. The device has been retained by the customer and will not be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.